Event description:
The patient reported seeking emergency medical attention on (B)(6) after experiencing elevated blood glucose levels after wearing the pod on the thigh for approximately 4-24 hours. The patient stated that her blood glucose level increased to approximately 380 mg/dl, after which she removed the pod and applied a new one. She subsequently performed a ketone test and reported high ketones, prompting an emergency room (ER) visit. The patient reported bg levels of 380 mg/dl for approximately 12 hours before going to the ER. At the hospital, the patient reported receiving intravenous fluids. At the time of reporting, the patient stated that diagnostic testing, including urine or blood laboratory tests, had been performed to assess ketone levels, and she was still awaiting results. A definitive diagnosis had not yet been communicated. The patient reported that she had been in the ER for approximately six hours and was still present at the time of reporting; therefore, the discharge date was not available. The patient reported that no alarms or error messages were displayed on the omnipod 5 app other than high glucose notifications. She stated that the pod cannula appeared to be inserted normally during wear, the pink slide was observed to have moved forward, but stated the cannula was ¿sticking out¿ when removed, and expressed concern that it wasn't delivering insulin. The patient reported no insulin leakage and no redness or swelling at the infusion site beyond what she described as typical for her. No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s928usqs4cyl1, hardware: sm-s928u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.